Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be microdislodged approximately 1.5 months after implant. Pacing thresholds had increased, there were high out of range shock impedances, and there was a decrease in sensing, so the physician elected to reposition the lead. The revision procedure was successful and the rv lead remains in service. No additional adverse patient effects were reported.